Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when starting an IV on an outpatient, as soon as access was gained, catheter was bleeding from connection of IV cannula and "bushing". IV catheter was removed from patient intact. When starting the IV there was no movement of the cannula and needle on insertion. Adverse patient effects are unknown.

Manufacturer narrative:
D9. Date returned to mfg: 03-jun-2024. H6. Investigation codes: updated. Investigation summary: one used 22g x 1" viavalve catheter assembly, without needle guard assembly, sheath and packaging, was received for analysis. The sample was visually examined for potential related nonconformances. Initial visual examination did not reveal any unusual conditions that would cause the complaint. Leak testing, based on stm 165 using a water-filled syringe, was completed on the used catheter assembly. This test indicated leakage of the catheter tubing consistent with the complaint. Magnified examination of the used catheter assembly identified evidence of a tear in the catheter tubing within the catheter hub nose. Review of the machine logbooks indicated that there were issues with the actuator insertion station at acam 23 on 23-jan-24 and 5-feb-24 with the root cause determined to be due to a broken insertion pin. As a correction, the broken insertion pin was replaced. Based on analysis, the complaint is confirmed as a manufacturing nonconformance. The process fmea for catheter sub-assembly (acam) machines was reviewed for controls in place specific to the impacted station. DHR review verified that all routine controls were executed properly & in a timely manner during the production timeframe. Controls for this station include: ¿ during changeover and machine start-up, tooling is replaced to align with product gauge and size. After changeover/start-up, product is visually inspected for tube tears (n=525, c=0) amongst other potential nonconformances. ¿ process parameters including catheter pull test force are verified during changeover and once per lot (maximum lot size=8,000 pieces). ¿ inspection of the station¿s condition & functionality during routine preventive maintenance since there were no other similar reported complaints for the affected lot number, this incident is considered to be an isolated event and not the result of a systemic quality related issue. In-process product is accepted based on meeting specification requirements. If any nonconformances are found in process, the product is isolated, non-conformed and immediate action is taken to perform corrections. Inspections and tests are conducted by trained operators using statistically valid sampling plans at defined intervals. Sampling plans are based on random sampling selection and are designed to provide a high level of assurance that the true fraction defective is less than or equal to the established aql level for each quality characteristic. In process, to assure that our products meet functional requirements, the dimensions of the catheter components (eyelet/actuator, tubing, and hub) are tightly controlled. During manufacture, our catheters are tested to assure that the tubing will not tear, break or otherwise fail. During manufacture, critical parameters are 100% controlled during the different phases. Once assembled from the tube, eyelet/actuator and hub, the catheters are inspected in-process 100% to demonstrate that the catheter tube is properly secured to the hub. As a correction, this complaint is being communicated to appropriate personnel. Additionally, the sample size for in process product has been increased for tube tear defects while process improvements are developed and implemented. Complaint information will continue to be monitored. ICU medical regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly.